Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01378. (B)(6) study. It was adjudicated that cardiac death occurred. In (B)(6) 2012, index procedure was performed. Target lesion # 1 was a de novo lesion located in the mid left anterior descending (lad) artery with 99% stenosis and was 40mm long with a reference vessel diameter of 2.5mm. The lesion was the treated with direct stent placement using 2.50mmx38mm and 3.00mmx16mm promus element stents in an overlapping fashion. Following post-dilatation, residual stenosis was 0%. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient came for a follow-up visit and reported that he had dizziness and fatigue since a week. On the same day during the physical examination, the patient was noted to have swelling of lower extremities and profound dyspnea. Hence, the patient was hospitalized for treatment on the same day. Upon hospitalization, the patient received high dose of diuretics. During consultation with nephrological department the patient was put on ultrafiltration which resulted in improvement of edema, although the patient continued to be fluid overloaded. The patient became confused, hypoxic and hypercapnic at night and hence was transferred to coronary care unit. Upon the patient's request, ultrafiltration was stopped. Six days later, ultrafiltration was resumed and during that night, the patient had cardiac arrest and was found to be without pulse. An electrocardiogram was performed and revealed brief asystole then went into ventricular fibrillation. The patient was intubated and received antiarrhythmic medication. On the next day, the patient remained unresponsive and was noted to have a anoxic encephalopathy with poor prognosis. Three days later, ventilator support was withdrawn with the consent of family as there was no chance of neurological recovery. The patient went into asystole and the was declared as dead. The cause of death was reported as congestive heart failure (chf) exacerbation. Per principal investigator, the cause of death was acute on chronic diastolic chf, acute diastolic chf with preserved left ventricular failure contributed to the subject's death. Other causes contributing to the death of the patient were acute on chronic respiratory failure, chronic atrial fibrillation, ischemic heart disease, insulin dependent diabetes mellitus, obesity and chronic obstructive pulmonary disease.